Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, fading serial number label, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer is reporting pump error. Troubleshooting was performed and and test passed. Product is expected to return.